Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for debilitated state respiratory factor was on life support and in a coma for 10 days. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated and struts perforated. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The detached strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the one detached strut lodged in a vein in kidney, one in heart and one still in vena cava; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years later post filter deployment, xr lumbar spine 4+ vw indicated lumbar spondylosis, l4-5 fusion and broken fragment of an inferior vena cava filter in the paraspinal soft tissues, to the left of midline, presumably in a lumbar vein. Review of previous examinations showed that there was a small filter fragment in the left lower chest presumably having embolized through the pulmonary circulation into the periphery of the left lower lobe. This has been in this location for its chronic nature may not be clinically relevant. After one month, evaluation of possible broken inferior vena cava filter. Computed tomography chest w/o contrast indicated 2.8 cm wire-like metal fragment projected over the anterior heart. This may represent a broken inferior vena cava filter leg. Confirmation with ultrasound was recommended. Findings include, there was an inferior vena cava filter in place lying just below the level of the renal veins. There appeared to be a broken leg possibly in the left renal vein likely within the renal portion. This was seen on the early images. On the more delayed images, it was difficult to visualize due to contrast material in the collecting system. On the coronal images, this measured about 2.6 cm in total length. It was linear and lies obliquely in the lower pole of the left kidney most likely again within a renal vein. The kidney functions well. The right kidney also functions well. There was some atherosclerotic change of the abdominal aorta with calcified plaques. The liver, spleen, gallbladder, and pancreas are unremarkable. There has been a previous lumbar fusion. Computed tomography abo/pelvis w/contrast indicated linear wire-like metal fragment lying in the lower pole left renal vein. This probably represents a broken filter fragment. The study was performed without IV contrast material so that the broken filter legs might be seen. There was an elongated metal fragment projected over the heart anteriorly. This measured approximately 2.8 cm in length and was somewhat wire like and metallic. This could well represent a broken filter leg. Correlation with echocardiogram was recommended. Mediastinum and lungs were otherwise unremarkable. No masses, infiltrates, or nodules are seen. No other fragments could be detected at this time. Therefore, the investigation is confirmed for the alleged filter limb detachment. However, the investigation is inconclusive for the alleged filter tilt, perforation of the inferior vena cava, retrieval difficulties and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, xr lumbar spine revealed broken fragment of an ivc filter in the paraspinal soft tissues, to the left of midline, presumably in a lumbar vein. Review of previous examinations showed that there was a small filter fragment in the left lower chest presumably having embolized through the pulmonary circulation into the periphery of the left lower lobe. Approximately two months later, CT revealed 2.8 cm wire-like metal fragment projected over the anterior heart. The findings include the ivc filter in place and a broken leg in the renal veins. Coronal images revealed linear density present in the lower pole of the left kidney most likely again within a renal vein. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter tilt, perforation of the ivc, retrieval difficulties and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for debilitated state respiratory factor was on life support and in a coma for 10 days. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated and struts perforated. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The detached strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the one detached strut lodged in a vein in kidney, one in heart and one still in vena cava; however, the current status of the patient is unknown.